Event description:
It was reported that the patient presented to the emergency room (ER) with an increasing collection of what appeared to have been fluid under the lumbar incision. It was indicated that the fluid was cerebrospinal fluid (csf). The patient was evaluated in the e.r. By the e.r. Physicians. A computed tomography (CT) scan was taken of the patient¿s abdomen and pelvis which demonstrated that the catheter was in place in the intrathecal compartment. The catheter was connected to the pump but there was a collection of fluid subdermally and above the paraspinal fascia. It was unknown if the fluid was collecting from the previous exit hole from the previous catheter site or if there was any disruption of the current catheter that was anchored in place. The patient was admitted and brought to the operating room (or) for a wound exploration. The patient began to experience underdose symptoms of anxiety and nausea. The neurosurgeon performed exploration of the lumbar catheter incision and the catheter was deemed to be intact and patent with no delivery issues after catheter access port (cap) aspiration was performed in the or. Pump logs were also checked and no issues were noted. The reported stated that the pump and catheter system remained functional and delivered normally. It was indicated that the issue was resolved. Patient status at the time of the report was alive with no injury. The device system delivered dilaudid. It was later reported that the healthcare provider (hcp) determined that the patient had a hematoma in the pump pocket. As of (B)(6) 2013 the patient was doing well and was scheduled to return home.

Manufacturer narrative:
(B)(4).

Event description:
It had been reported that the physician also stated that the patient had begun to ¿demonstrate some symptoms of withdrawal such as nausea and feeling of anxiety¿.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).